Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient experienced shortness of breath and presented to the hospital where a nurse stated the implantable cardioverter defibrillator (ICD) could have "kicked in." Follow-up with the physician's office was attempted, but no information could be obtained. The patient noted having discussed the experience with a physician. The device is still in use. No further patient complications have been reported as a result of this event.